Event description:
Pt had bilateral saline breast implants placed 10 yrs ago. In (B)(6) noted right breast swelling. Mammogram showed fluid. Pt was not informed. Pt came to see me (that is the date of the event). I sent her for ultrasound guided aspiration. The 200 cc serous fluid removed. Cytology confirms alcl. She has since been referred to emory for work up. Anticipate removal of implants and capsules when workup (bone marrow, pet scan) completed.